Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device had failed. Manual pressure was applied. A vascular surgeon was consulted and felt it was fine because pulses were palpable. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The procedure was completed. The estimated blood loss was less than 250cc. Additional information was received on 12jan2021. The procedure was a right groin access for a left heart catheterization. Groin runoff was performed. It is unknown how the angio-seal failed. The procedure sheath size was a 6fr. A pre-deployment angiogram was performed.

Manufacturer narrative:
One used 6fr angio-seal vip device was received for product analysis. The hemostasis sheath and carrier tube assembly were returned. No accessory components were returned. Visual inspection revealed that the deployment sleeve was in the rear lock position with the color bands fully visible. A bend in the body of the hemostasis sheath was observed. No other visual anomalies were noted with the device. Functional testing was not possible since the device was already deployed. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "for bleeding or hematoma - pressure may be applied to the puncture site using digital or manual pressure or using a compression device". ''Note: - if seeping of blood occurs after placing the angio-seal device or after removing the tamper tube, application of digital pressure(one or two fingers) at the puncture site is usually sufficient to produce hemostasis. If manual pressure is necessary, monitor pedal pulses.'' The complaint could not be confirmed for angio-seal device failure, however the complaint can be confirmed for bleeding followed by angioseal deployment. The bend is an artefact of device usage and per the complainant there were no performance issues in insertion, deployment, or withdrawal of the device. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.